Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The stylet/guidewire was able to be inserted to the tip of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event for failure to advance stylet was not confirmed.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During the initial implant procedure, the guidewire was unable to be inserted into the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.